Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records for the ¿incisional hernia repair using marlex mesh¿ were not provided.] (B)(6) 2001: (B)(6) hospital of upmc health system. (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Operation: repair of incisional hernia with mesh. Assistant: dr. (B)(6). Anesthesia: general. Estimated blood loss: 20 cc. Clinical summary: ¿this 44-year-old female had had multiple abdominal procedures in the past including a tram [transverse rectus abdominis] reconstruction for breast cancer, a hysterectomy, and most recently a repair of an incisional hernia using marlex mesh. The patient presented to the office with the palpable area of discomfort just to the right of the midline below umbilicus. It [sic] felt at that point that there was a fascial edge and she did have a recurrent incisional hernia. A CT scan was obtained which suggested a bigger defect and the patient was scheduled for repair after explaining the risks and benefits. She was brought to the operating room with pneumatic antiembolism stockings on and had been given a perioperative dose of ancef. General anesthesia was delivered. A foley catheter was inserted and a sterile field was established with betadine paint, and the appropriate towels and drapes. An old low midline incision was carefully opened and several small fascial defects were noted in the midline as well as an approximately 4 cm defect which corresponded to the clinical area of hernia. At that point then, the peritoneal cavity was entered and adhesions were cleared from the posterior abdominal wall on either side as well as superiorly and inferiorly, with good healthy fascial edges, a piece of omentum was placed to underlie the incision. A piece of seprafilm was inserted and then a piece of prolene mesh was cut to underlie the incision. With that, interrupted 0-prolene sutures were used to secure the mesh at 1 cm intervals around its entire circumference. Following that, the wound was irrigated, hemostasis was obtained. We needed to undermine the skin somewhat to close it over the incision. Following that, however, the skin approximated nicely and was closed with staples. The patient proceeded to a dry sterile dressing and was discharged to the post anesthesia care unit in good condition. I was present for this entire procedure, and either performed it or directed it in its entirety.¿ [missing records: records for the CT scan which suggested ¿bigger defect¿ were not provided.] (B)(6) 2001: (B)(6) hospital of upmc health system. Intraoperative record. Implant record. Trelex mesh. (B)(6) 2002: (B)(6) hospital of upmc health system. (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Operation: repair of ventral hernia with mesh (6 cm). Exploratory laparotomy. Lysis of adhesions. Assistant: dr. Stang. Anesthesia: general. Estimated blood loss: [ni]. Clinical summary: ¿this 45-year-old female presented with a hernia in the abdominal wall in the right lower quadrant. Her significant medical history included bilateral tram [transverse rectus abdominis] flaps for breast reconstruction as well as repair of midline hernia one year ago. In the interim, she developed a new hernia in the right lower quadrant. It is notable that she was quite symptomatic and there was bowel palpable though this defect with valsalva. Imaging studies failed to reveal any further pathology and after a long discussion with the patient and her husband, we did embark on repair of the ventral hernia. I was somewhat concerned due to her prior surgery that she would be at risk for significant complications due to the extensive prior surgery. I was also very clear to inform them that fixing the hernia does not guarantee resolution of the discomfort. With that, she was brought to the operating room, placed supine on the operating table and a general anesthetic was delivered. A foley catheter was inserted. A sterile field was established with betadine paint, and the appropriate towels and drapes around the anterior abdominal wall. The prior midline incision was opened from just above the umbilicus to just above the pubis. The soft tissues were dissected free and it was noted that after minimal dissection, we did encounter the mesh that was used for her prior repair over a year ago. This was incised down the middle and we did gain safe entrance into the abdominal cavity. There were noted to be a large amount of adhesions including some omentum, some small bowel, and part of the transverse colon. These were all carefully dissected free for [sic] the abdominal wall. In the right lower quadrant, there was noted to be a 6 cm hernia defect that was at the margin of the previously placed mesh. More adhesions were removed so that we had a clear view of her abdominal wall. There were noted to be no other defects, and in fact, the abdominal integrity was good. With that, we did perform a mesh repair of this hernia defect in the right lower quadrant by placing a piece of gore-tex dual sided mesh using the laparoscopic suture passer and then buttressing that with additional vicryl sutures. Following this, hemostasis was noted to be adequate. The wound was irrigated, the old midline incision including mesh was reapproximated with interrupted #1 prolene sutures to bury the prolene sutures. The soft tissue overlying them was buried with #2 vicryl. At that juncture then the skin was closed with staples and a dressing was applied. The patient tolerated the procedure well and was discharged to the post anesthesia care unit in good condition. I was present for this entire procedure and either performed it or directed it in its entirety.¿ (B)(6) 2002: (B)(6) hospital of upmc health system. Implant record. Implants: mesh. Site: abdomen. Manufacturer: gortex dualmesh. Model #: 1dlmcp02. Size: 8 cm x 12 cm x 1 cm. Lot/serial #: 01245095. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp02/01245095) was implanted during the procedure. [Missing records: record for imaging studies that ¿failed to reveal any further pathology¿ were not provided.] Records between 06/05/02 and 01/16/04 were not provided. (B)(6) 2004: (B)(6) shadyside. (B)(6), md. Operative report. Service: plastic surgery. Assistant(s): (B)(6), md. Procedures: title of operation: abdominal lipectomy. Ventral hernia repair. Anesthesia: general. Preoperative diagnosis: ventral hernia, 16 by 20 centimeters. Postoperative diagnosis: ventral hernia, 16 by 20 centimeters. Estimated blood loss: 250 cc. Indications: ms. Peterson is a 47-year-old woman who underwent bilateral tram [transverse rectus abdominis]-flap reconstruction in 1991. Since that time, she has had multiple abdominal operations, including a hernia repair. She now has a very large hernia in her lower abdomen that is causing her persistent discomfort. Description of operation: ¿the patient was seen and identified in the preoperative holding area. The informed consent was reviewed. In the operating room, general anesthesia was induced without adverse event and with the calf compression boots in place and activated. An elliptical incision was made on the abdomen that encompassed the previous transverse scar from the breast reconstruction harvest and a portion of the vertical midline scar. Skin and subcutaneous tissue were excised within the boundaries of the ellipse at the level of the abdominal fascia and the hernia sac. After incising the ellipse, the abdominal subcutaneous tissue was undermined superiorly and inferiorly to expose the entire extent of the hernia. The hernia defect measured 16 x 20 cm and extended from the mid-abdomen to the level of the pubis. The umbilicus was in the center of the hernia and was excised with the abdominal skin and fat, mentioned previously. There was a piece of mesh that appeared to be composed of gore-tex in the center of the hernia defect that probably dehisced from the surrounding fascia. The edges of the abdominal-wall fascia were exposed and dissected free with electrocautery. The hernia sac was then entered and excised along with the old mesh. This was sent to pathology. The abdomen was thoroughly irrigated and checked for hemostasis. There was enough laxity in the abdominal-wall fascia to close the hernia defect primarily with an acceptable level of tension. Despite the large size of the hernia, this could be readily accomplished. The hernia defect was closed in a vertical direction with figure-of-eight permanent, heavy sutures. The wound was irrigated and check for hemostasis, again. No mesh was used in the repair. Next, a closed suction drain was placed and the skin wound closed in layers with absorbable and permanent suture. There were no complications.¿ attestation statement: I was present throughout the entire operation and performed the critical parts. (B)(6) 2004: [missing records: a pathology report detailing analysis of the device removed during the 01/16/04 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 01245095. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral/incisional hernia repair on (B)(6) 2002 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2004, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: dehiscence of fascia, mesh removal requiring an additional surgery. Additional event specific information was not provided.